Event description:
A surgeon reported the following an uneventful intraocular lens (iol) implant procedure, the patient returned to his clinic that same afternoon and upon examination, it was noted the iol had rotated 45 degrees. The lens was rotated in a secondary surgical procedure two days later. On that day, the patient's postoperative visual acuity was noted to be 20/20. One week following the rotation procedure, the surgeon noted the lens had rotated 15 degrees. The patient's latest visual acuity was noted to be ucva 20/70, bcva 20/10. In a follow up, the surgeon reported he does not feel the lens caused or contributed to the event and the event continues.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on (B)(6) 2011 by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2011. (B)(4).